Manufacturer narrative:
The device was returned to olympus for inspection.based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device white foreign material in air/water tube and air/water cylinder was observed. The type of material or root cause cannot be identified, and a definitive root cause cannot be established. There was no patient involvement.